Event description:
It was reported that a pt passed away. F/u with the surgeon revealed that the pt had developed left vocal cord paralysis eight months prior (captured in MDR 1644487-2010-00350) as a result of lead revision surgery. The pt had some ongoing right sided paralysis for unk reasons and this did not appear to be related to the device. The pt required a tracheostomy and was following an otolaryngologist for the right side paralysis and did show some improvement. The pt later died due to aspiration with the vocal cord paralysis listed on the death certificate as a contributory factor. The manner of death was listed as "natural" on the death certificate. No autopsy was performed and the pt was buried with the device still implanted. Good faith attempts to obtain additional info regarding the pt's death from the pt's neurologist have been unsuccessful to date.

Manufacturer narrative:
Pt death believed to be a result of aspiration with vocal cord paralysis listed as a contributory factor. The left vocal cord paralysis is the result of the implant procedure and is captured in MDR 1644487-2010-00350.